Event description:
Event occurred in japan. Date implanted: not provided, date of event: (B)(6) 2023, doctor observed post-operative inflammation. Medical device problem (imdrf code): a010102 device appears to trigger rejection. Patient condition and symptom (imdrf code): e0816 - endophthalmitis; patient health effect (imdrf code): f24 - insufficient information.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred outside the USA. "Endophthalmitis" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-18-193 01 en2.ms2.254255.20180401_254,255. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.